Manufacturer narrative:
Updated fields: b4, d9, e2, e3, g1 contact person mfg site, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11. A getinge field service engineer (fse) replaced fiber optic connector during pm. Machine was returned for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector was broken. The patient involvement was unknown.

Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.